Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic for follow up. Upon interrogation, it was noted that left ventricular lead exhibited failure to capture and low pacing impedance. The lead was explanted and replaced. Patient was stable.